Manufacturer narrative:
Investigation summary: a visual inspection revealed that the cold jaw had minimal signs of usage and the hot jaw was burnt and the silicon was cracking. There was some evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "device remains activated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device engaged and wouldn't turn off. A new kit was used to complete the procedure. There were no pt effects. The product was returned.